Event description:
It was reported that the lead dislodged. The helix would not deploy following retraction, so the lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.